Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the needle failed to extend from the sheath when the device was tested outside of the patient prior to inserting it into the working channel. No visible damage was noticed to the device. The procedure was completed with another microknife xl device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that the cutting wire (needle) was broken, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of cutting wire (needle) broken. A visual examination of the returned device found that the working length was twisted and the needle was in the retracted position. During a functional evaluation, the needle could not be extended out of the catheter tip when the handle was actuated. The distal tip of the device was cut open. It was found that a portion of the cutting wire (needle) had detached and was not returned with the device. The broken end of the cutting wire was blackened/burnt. The outer diameter of the cutting wire was measured and met specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. During manufacturing, the devices are 100% inspected for cutting wire/needle integrity. The most probable root cause classification is undeterminable.